Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted urology prostatectomy surgical procedure, the customer reported to technical service engineer (tse) that the universal surgical manipulator (usm) arm 2 had a message indicating that it was not free to move and was blinking yellow. Tse was unable to observed the system logs. The customer power cycled, hard power cycled the system and re-draped the usm arm; however, the issue persisted. The customer confirmed there were no errors or obstructions observed. The procedure was converted to another dv system with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to in system logs, error 23007 was found on axis 2, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint regarding arm not free to move, was confirmed by failure analysis. The probable root cause can be attributed to the pitch harmonic drive and motor module.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A potential root cause for this failure can be attributed to a faulty pitch motor module causing intermittent motion failures.